Event description:
Event description boston scientific received information that it was questioned whether the battery of this pacemaker, which was implanted in september of 2004, was depleting appropriately as the device indicated two years of longevity remained.